Event description:
No additional information provided.

Manufacturer narrative:
1.DHR/bhr review: (1)the batch number of the complained product is 3226085, is 22g and product code is 383932,produced on 2023/08, with a total of (B)(4) pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2.take the retained sample of this batch for system drag force test, and no abnormality was found. Test report refer to attachment 1; 3.the customer did not return sample,only provided a photo of the defective sample. From the photo, it can be seen that the needle has been completely withdrawn and there is slight bent in the needle. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: 1) this product is produced on automatic line, at the zone4 c20 s3.4 needle insertion septum station. Due to poor alignment of the equipment grippers or poor cutting of the septum, the needle may deform at a small angle when inserting the septum; 2) at the next workstation zone4 c20 s3.7, the needle is inserted into the paddle hub, washer, and tip shield assembly, causing greater deformation of the needle and resulting in increased needle system drag force. Corrective action: (1) feedback to the supplier to improve the septum to reduce the resistance of needle assembly. Please see the attached email for the feedback record; (2) the technician adjusted the grippers position, servo parameters, etc. Of the zone4 c20 s3 station. See attachment 2 for the maintenance record. In summary, the reason for the defect in this complaint is that at the zone4 c20 s3.4 needle insertion septum station. Due to poor alignment of the equipment grippers or poor cutting of the septum, the needle may deform at a small angle when inserting the septum. Then at the next workstation zone4 c20 s3.7, the needle is inserted into the paddle hub, washer, and tip shield assembly, causing greater deformation of the needle and resulting in increased needle system drag force. The factory has taken relevant improvement measures and will continue to monitor and monitor the trend of defect complaints.the factory has taken relevant improvement actions and will continue to pay attention to and monitor the trend of defect complaints. In response to the customer's question about whether the difficulty in withdrawing the needle will affect the product's poor sealing and foreign matter falling into the products, thereby affecting the body, make the following explanation: (1) the needle assembly and extension tube assembly of the indwelling needle are connected to each other through the septum and the tip shiled. After the needle is withdrawn from the septum, it will become two independent components; attached related pictures, as shown picture 1; (2) the difficulty in withdrawing the needle is due to the bent of the needle, the smaller gap between the tip shiled and the washer, which results in increased resistance to needle withdrawal. The septum is made of deformable rubber and will be sealed immediately after the needle is withdrawn. It will not affect the tightness of the product; similarly, no foreign matter will fall into the tube after the septum is sealed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus needle disengagement was difficult the following information was provided by the initial reporter; a gynecology teacher reported that after using this product to puncture a patient, the needle core could not be withdrawn; after the patient forcibly withdrew the needle core, he found that the needle core was deformed. It was suspected that the deformation of the needle core made it difficult to withdraw the needle core. The patient was dissatisfied with this situation and said that due to the forced withdrawal of the needle core, whether there would be poor sealing and foreign matter falling into the tube, which would affect the body, he hoped that the company could issue a product quality analysis report to explain. Samples cannot be returned, photos are provided; green claims are required; a complaint response letter is required (a product quality inspection analysis report is expected to be issued), and a complaint acceptance letter is required